Event description:
Bovie unit malfunction. Bovie unit being used by doctor during a high risk surgery. Doctor felt a shock and a burn to her right hand. Bio med called. Bovie unit sequestered and sent to biomed for evaluation and clearance. Report of occupational injury completed by doctor and sent to office. Investigation event also linked to bio-med. Device is sequestered in the biomed shop.